Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: a cartridge change was selected in the load menu but the process was not completed within 3 minutes. In this case, the incomplete cartridge change alert will be displayed on your pump.

Event description:
It was reported that the customer received an incomplete cartridge change alert as they had not completed the loading process. The customer then experienced an elevated blood glucose level of 513 mg/dl. Elevated bg was addressed by a manual insulin injection. The customer acknowledged that they had initiated the cartridge change but had not completed the load process.